Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with an atrial lead that was capturing ventricular activity during atrial pacing due to lead dislodgement. Fluoroscopy confirmed that the lead was dislodged and was shown in the ventricle. The lead was explanted and replaced. The patient was in stable condition.